Event description:
Heal laa study: it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 25.2 mm. There were no patient complications that were reported to have occurred. Post procedure, the patient was started on aspirin and continued with clopidogrel. The following day, the patient was discharged, and warfarin was discontinued. 270 days post procedure, the patient presented to the emergency department due to experiencing an episode of worsened weakness seen more in the right leg than the left leg. The patient was unable to stand up, after trying to stand for about 10 minutes. The symptoms were resolved upon reaching the emergency department. At the time of event, the patient was on 81mg aspirin and 75mg clopidogrel. The patient was hospitalized on the same day for further evaluation and treatment. During the course of evaluation, angiography without revascularization, brain imaging, computed tomography (CT) scan, echocardiogram, lab test, MRI and ECG were performed as diagnostics. CT imaging of the brain diagnosed the patient as experiencing a cerebral vascular accident. The patient was seen in neurology department for a cerebral vascular accident and was recommended with dual antiplatelet therapy for 3 weeks and thereafter plavix (clopidogrel) 75mg daily. One day later the event was considered resolved, the patient was discharged home, started with 75mg of clopidogrel and continued with 81mg of aspirin.